Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the device displayed malfunction codes 57 and 90. The highest recorded blood glucose (bg) during the event was 336 mg/dl. The device did not alert the user to the out-of-range glucose. The event persisted for over 90 minutes. A replacement device was sent to the user. The user did not report symptoms during the episode. No external medical intervention was required, and no caregiver assistance was involved.